Manufacturer narrative:
Based on the information available for assessment, a correlation between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Review of log data confirmed line blocked alarms, consistent with occlusion-like behavior. The data leading up to each alarm is not indicative of any functionality issues with the twiist pump or cassette. Although a specific cause for the line blocked alarms cannot conclusively be determined as there is no product available for investigation, this event is not being reported to the FDA as a device malfunction because the line blocked alarm is in place to alert the user that insulin is blocked from being delivered, which may occur due to a kink in the infusion set tubing or at the infusion site. Additionally, log data indicates that the user's glucose increased following the line blocked alarms, and that the twiist aid system adjusted the user's basal rate as expected with input from the user's abbott freestyle libre 3 plus continuous glucose monitor (cgm). It was noted that there was a signal loss event between the cgm and twiist pump during the reported event, and the twiist pump reverted to the user's scheduled basal rate as designed. The delivered volumes matched the owed volumes of insulin throughout the timeframe of the event, indicating that the twiist aid system functioned as intended. The current version of the twiist aid system user guide provides information about system alarms and the recommended actions associated with them, including the line blocked alarm. This guide instructs the user to use a blood glucose meter during cgm signal loss events and to add a fingerstick value into the twiist app to adjust basal insulin delivery and bolus recommendations when no cgm value is available. Additionally, the user guide instructs users to have a backup insulin therapy available at all times. ICU medical was notified of this event per an established quality agreement. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 18-feb-2026 and forwarded to millyard advanced medical products, llc, that same day. The user reported that on the evening on (B)(6) 2026, they received a line blocked alarm. The user reported exchanging their cleo 90 infusion set and twiist cassette. Following this event, the user's glucose began to increase. The user went to sleep with a sensor glucose reading in the 200s and woke at 23:00 to a sensor glucose over 400 mg/dl. Despite multiple boluses via the twiist pump, the user's glucose remained above 400 mg/dl. At 04:00 on (B)(6) 2026, the user administered 10 units of insulin via subcutaneous injection. The user's glucose decreased "some," but increased again, prompting the user to change their cleo 90 infusion site. The user ultimately presented to the emergency room due to moderate ketones. The user's lab work was completed, and diabetic ketoacidosis was not confirmed. The user was treated with intravenous fluids; however, no insulin was administered. During this time, the user's glucose started to decrease. The user self-administered 6 units of insulin via a pen and the twiist pump. The user's glucose decreased below 300 mg/dl and they refused an insulin drip. The user was discharged from the emergency room but later reported that they disconnected from the twiist pump and took long-acting insulin because their glucose remained higher than they would prefer. The user is ongoing on their twiist pump as of on (B)(6) 2026.